Manufacturer narrative:
H3: there is no specific vantage device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient underwent left ankle replacement on (B)(6) 2021. They underwent revision surgery on (B)(6) 2022, approximately 1 year after their initial procedure. Patient alleges to have required revision surgery due to issues including but not limited to polyethylene wear, instability, and component loosening. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
"D10: 350-10-04 - ankle sz 4 locking clip. 350-11-04 - tibial plate fb sz 4 lt. 350-01-03 - talar implant sz 3 lt. This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, tibial loosening, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0024-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."